Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned but as per communication the product was confirmed with no damage and found to be functional. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design-related problems were unable to be identified as the lot number was not communicated. Based on the available information and communication, the root cause is user-related as the device was found to be functional and had no damage. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the threads of the nail holding screw was damaged when attached to the nail."